Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The report indicated the patient had elevated cardiac enzymes post-procedure and four months after the procedure had an operation for gastric cardia cancer. The patient was a male with a history of hypertension and smoking. Medication at baseline was ace inhibitors. The indication for the intervention was acute myocardial infarction (mi). The location of the mi was inferior and pain onset less than 6 hours before the procedure. Medications at the time of pci were aspirin, and heparin. The target vessel was the proximal right coronary artery (rca). The vessel diameter was 3.5mm and the lesion length was 15mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0. Timi flow pre and post procedure was 3. The lesion was a de novo lesion with a type b2 classification. The vessel was pre-dilated with a 2.5 x 20mm balloon at 8 atm. A crb18350 was deployed successfully at 16atm. Cardiac enzymes prior to the procedure were not given. Post procedure peak ck was 2 times the upper normal level (unl), peak ck-mb was >=5 times unl, and troponin levels were 4 times the unl. The patient was discharged 4 days later. Medications at discharge were aspirin, clopidogrel, statins, ace, inhibitors, and beta blockers. Five months after the index procedure, the patient was hospitalized and underwent an operation for gastric cardia cancer.